Manufacturer narrative:
Additional information: b5. B5: upon follow up, it was reported that the peritonitis was manifested by cloudy effluent. It was reported that the patient was treated with injection meropenem (500mg, once daily, intraperitoneal, discontinued) and injection meropenem (500mg, once daily, intraperitoneal, discontinued) for peritonitis. On an unknown date, the patient was discharged from the hospital. It was reported that the patient recovered from the abdominal pain. Pd therapy was put on hold. The patient shifted to temporary hemodialysis (hd). Same hd is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. It was reported that the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for peritonitis. At the time of this report, the patient remains hospitalized and was recovering from peritonitis. Pd therapy was ongoing. No additional information was available at the time of this report.